Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.